Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 88 mg/dl. Customer stated that act button does not work. Customer was having button issues. Customer stated that when he uses the bolus wizard, the numbers would start ramping up when he presses the up arrow button. Customer stated that the buttons were getting stuck. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was also received with minor scratches on lcd window and cracked reservoir tube lip.